Event description:
Note: date of event is unk. Date of death is unk. On january 30, 2009, a boston scientific employee became aware of a clinical study article. "The efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39: 784-787. The following info was derived from this article: a wallstent enteral endoprosthesis stent was used for a gastroduodenal stenting procedure (pt age, gender and weight unk). According to the article, day 15 post operative the pt developed peritonitis. The pt exhibited poor medical status. No bowel perforation was identified, therefore, no surgical intervention occurred. The article reported the pt expired.

Manufacturer narrative:
The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.